Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a representative regarding a patient receiving intrathecal gablofen 2000 mcg/ml at 930 mcg/day. The start date was (B)(6) 2015 and end date was (B)(6) 2015. A dye study was performed, and there appeared to be an issue at the pump port and catheter connection. It was reported that the patient had a lack of effect following upward dose titrations. A catheter revision was scheduled. The pump was replaced on (B)(6) 2015, and good cerebrospinal fluid flow was observed from the intrathecal catheter.

Event description:
Correction: the patient was also taking neurontin, zanaflex, robaxin, baclofen, and provigil at the time of the event.

Event description:
On 2015-10-26, additional information was received from a healthcare provider (hcp). It was reported that nothing abnormal was observed at the pump port and catheter connection location.